Event description:
During a low anterior resection procedure, the device cut but did not staple. As a result, the surgeon performed a hand sewn end-to-end anastomosis. There was no patient consequence.